Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿ultrasound-guided percutaneous tenotomy for the treatment of iliopsoas impingement: a description of technique and case study¿ by matthew j. Sampson, et al, published by journal of imaging and radiation oncology (2015), vol. 59, pp. 195-199, was reviewed for MDR reportability. This article describes an alternative ultrasound-guided percutaneous technique, achieving iliopsoas tenotomy utilizing a modified 18g coaxial needle and thus minimizing the morbidity and cost associated with an open or arthroscopic procedure. This method proved successful with resultant complete resolution of patient symptoms. This article is a case report of one such procedure. A male patient age (B)(6) who was experiencing symptoms of iliopsoas impingement post right thr (corail pinnacle; polyethylene/metal) for osteoarthritis. Seven months post thr, the patient reported worsening right groin pain that was incapacitating, ranging from 8/10 to 10/10 in severity. Physical examination demonstrated groin tenderness and reproduction of symptoms upon stressing the iliopsoas tendon consistent with impingement. Ultrasound demonstrated a thickened iliopsoas tendon and bursa with focal tenderness on transducer pressure. An ultrasound-guided iliopsoas bursal injection of 2 ml steroid and 3 ml 0.75% ropivacaine resulted in partial relief of symptoms for approximately 3 weeks. Upon relapse of symptoms, the decision was made to proceed to iliopsoas tenotomy via guided ultrasound under anesthesia. The cup and stem were well-fixed and in proper position. The surgeons decided to perform the tenotomy because there was no need to revise the implanted tha. The procedure was successful and at 9 weeks follow-up, the patient had complete resolution of pain and joint movement impairment. Captured in this complaint: 1 pinnacle cup and 1 corail stem".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.